Manufacturer narrative:
The reported events of inadequate capture threshold and sensing r-wav amplitude variation were not confirmed but failure to retract helix was confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found the helix fully extended and clogged with blood. X-ray examination found over-torque of the inner coil at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix could be retracted and extended. The cause of helix failure to retract was isolated to the helix being clogged with blood and over-torque of the inner coil.

Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, high capture threshold and low sensing was observed on the right ventricular (rv) lead. Repositioning was attempted several times, however, the helix of the lv lead became difficult to extend/retract due to being clogged with tissue. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.